Event description:
Pt reported having burning and blurred vision after product use. The following day, a visit was made to the emergency room where pt was diagnosed and treated for bilateral chemical burns of the cornea, keratitis, and corneal abrasions. Pt followed up the medical center's ophthalmology clinic and on the last follow up, seven days after event, pt's condition resolved. Medical documentation was received from the hospital confirming event. The abrasions were central and pt resolved with mild stromal scarring. The medical records indicated that the pt used the product on soft contact lenses. The product is indicated for rigid gas permeable and hard contact lenses and not for use with soft lenses.

Manufacturer narrative:
The product was returned and eval results found the solution met all specs. A review of the lot batch records and chemical testing of the retain sample showed all requirements were met. Pt used product on soft contact lenses. The product is indicated for rigid gas permeable and hard contact lenses, and not for use with soft lenses.